Event description:
Dexcom g7 continuous glucose monitoring sensor failed on insertion. The sensor electrode is clearly visible sticking out of the hole in the sensor body that the introducer passes through, suggesting that the electrode was dragged up and out of the skin by the introducer when the applicator was removed. Sensor application instructions were followed strictly, as they were on (B)(6) 2025 when the same failure mode occurre (B)(4) two sensors out of a shipment of nine have failed so far for a 22% failure rate. This is an unacceptably high number especially compared to the previous g6 sensors, which very rarely failed. Dexcom required us to send the defective sensors back to them when they issued replacements, but I've attached pictures of the two failed sensors that clearly show the electrodes looping up and out of the body of the sensors. Reference report: mw5169645.